Manufacturer narrative:
Burnishing and abrasive wear were observed in the proximal articulating areas and gouging and wear were found on the distal surface. Additionally, the anterior lock showed minimal rounding of the corners which could indicate that the insert did not get fully seated. A fully locked insert would typically show rounding throughout the anterior locking mechanism. Dimensional mismatch between the tibial insert and tibial base is one of the important factors contributing to the improper seating of the insert. The dimensions of the anterior lock of the journey uni base tray returned in (B)(4) were found to be within the specified dimensional tolerances on the print. The dimensions of the rest of the locking mechanism were unable to be measured due to deformation sustained while the tray was in vivo.

Event description:
It was reported that a revision surgery was required due to dislocation.